Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and heel surgery. The customer's blood glucose was 136 mg/dl. The customer stated that the cause of the hospital per his doctor was a possible medication reaction. Upon admission, the customer's blood glucose was stabilized. He noted that he had been wearing the insulin pump at the hospital. He also reported that the insulin pump gave him inaccurate numbers on the sensor graph but later found that the insulin pump was set on demonstration mode. The customer was assisted with turning the demo mode off and was advised that his sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.